Event description:
The customer reported that they were experiencing phantom pacer spikes on their pts with pacemakers, as well as on pts without pacemakers. Although a pt death was mentioned, the customer stated that they did not believe the phantom spikes had a direct impact on the pt's death.

Manufacturer narrative:
The customer reported that they were getting random, phantom pacemaker spikes on both paced and non-paced patients. The biomedical engineer and the hospital rn stated that this did not contribute to a patient's death. The monitor in the or was a ge product and displayed the same spikes. A philips field service engineer went on site to troubleshoot the cause of the issue and obtain logs. He was not able to replicate the issue. The available information from the biomedical engineer states that they do not think there was an issue with the equipment. The pt was displaying the same random pacemaker spikes when in the or on ge equipment. Based on the information received, we are unsure if the pacemaker caused the issue. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.